Event description:
High ventricular pacing thresholds of greater than 4v reported. The rv lead was capped and the device was explanted. No patient complications were reported as a result of this event.